Manufacturer narrative:
The investigation of the reported incident was completed; however, the cause of this incident could not be fully determined. Part of the imaging, namely only the x-ray images on the large display, were not visible, while they were displayed on the second monitor in the control room. In addition, data was also visible on the large displays, but not the image content/patient images. This suggests that the monitor was not the cause. The reported event occurred once; the system functioned properly following reboot. The log files did not show any errors at the time of the event. Therefore, the root cause could not be determined.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the user reported that the live x-ray image was not displayed. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.